Event description:
The customer observed a falsely elevated troponin-I result for one patient on the architect i2000sr analyzer. The following data was provided for sid (B)(6): initial 0.071 ug/l, repeated 0.010 ug/l. Run on a different analyzer as 0.000 ug/l. The customer uses the cutoff of .03 / .04 ug/l. There was no impact to patient management reported. On (B)(6) 2014 a technician visit the customer site and inspected the analyzer thoroughly, no issues were found.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, a review of labeling and accuracy testing of a retained kit. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The product was not available for return. Accuracy testing on the inhouse panels met all specifications. Based on the available information, no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(4).